Manufacturer narrative:
The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a replacement procedure involving an artificial urinary sphincter (aus) due to the device not functioning correctly. During the intervention a new cuff was placed with a deactivation package. The physician wanted more blood cells to go around the perineum area before attaching the balloon to help the surrounding tissue heal. The physician closed the tubing with a deactivation package and notified the patient that the procedure was not completed due to scar tissue from previous procedures. There was no damage done to the urethra during this intervention. The patient will undergo an additional intervention in the future once the urethra heals and more blood flow goes back to the area.

Manufacturer narrative:
The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the available information, the root cause of the reported clinical observations cannot be established, as the product has not been returned for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications prior to distribution. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported clinical observations cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that the patient underwent a replacement procedure involving an artificial urinary sphincter (aus) due to the device not functioning correctly. During the intervention a new cuff was placed with a deactivation package. The physician wanted more blood cells to go around the perineum area before attaching the balloon to help the surrounding tissue heal. The physician closed the tubing with a deactivation package and notified the patient that the procedure was not completed due to scar tissue from previous procedures. There was no damage done to the urethra during this intervention. Approximately two months later, a surgical procedure was performed in which the placeholder cuff was removed and a new aus system was implanted.